Event description:
The customer reported that the device intermittently failed to power up. There was no report of patient involvement.

Manufacturer narrative:
(B)(4). The customer reported that the device intermittently failed to power up. There was no report of patient involvement. Philips confirmed this malfunction and resolved the malfunction by replacing the power pca.